Manufacturer narrative:
One cardiomems patient electronic power cord 110v model name cm3020 and one cardiomems patient electronic power supply model name cm1110 belonging to main unit cm1100 with sn (B)(6) were received for evaluation. Visual inspection determined that there was physical damage of melted prong on the power cord. It was also observed that the power supply clip was not properly attached to the power cord and power supply. The power cord was not tested due to the observed scorched and melted outlet prongs. The power supply was plugged in and connected to a standard test power cord, the green light on the power supply turns on indicating the issue was isolated to only the power cord. Review of the device history record was not possible as the lot number for power supply is not applicable.

Event description:
The patient reported the pronged side of the power cord was melted. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.